Manufacturer narrative:
The device was returned to the MFR for physical eval and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within (B)(4) of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. When pt removed the supplies there was leakage inside the cassette housing. Pt had no adverse effects from this incident. Sample has not been returned to the MFR.